Event description:
Boston scientific received information that during a follow-up visit, this device displayed less than six months remaining. Six months later, a nurse was unable to interrogate the device. A technical service consultant was contacted and suspected that the device had reached the end of life indicator and recommended magnet application to check the paced rate. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the product remains in service. No additional information was obtained by the area field representative. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.